Manufacturer narrative:
The reported event of charger heating while charging the charger was not confirmed. Communication and functional testing confirmed the charger functioned as designed. The field scenario was recreated to address the issue of charger heating while charging the charger. The patient¿s power adapter and charging cable was not returned for analysis. The charger met the product requirement specification for heat generation during use.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported patient noticed that when charger was plugged in charger gets hot quickly and smells of something burning. They have also noted black dots appearing on the blue label. As such the charger was replaced.